Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient would start to feel pain when they had to charge so when they felt pain on (B)(6) they charged the device. However, the patient was currently unable to communicate with the implant using the programmer or the recharger, was unable to recharge, was seeing the reposition antenna screen on the recharger (even after repositioning the antenna), and was seeing the poor communication screen on the patient programmer (pp). When the patient was asked if they saw full coupling during recharging they stated ¿they didn¿t know to look for that stuff.¿ the healthcare provider (hcp) later reported the cause of the poor communication and pain was due to the device being discharged, but the issue was resolved by the manufacturer¿s representative (rep). However, impedance results provided from the hcp noted some electrodes were out of range with results greater than 10,000 ohms. Relevant medical history includes spinal pain.